Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that ten days prior to the stent graft implant, the pt had an intervention to restore blood flow to the distal portion of the leg. The vessels were small in diameter, frail and the intervention prior to the stent implantation had weakened the vessel walls. The stent graft was implanted. The physician elected to model the stent graft post deployment. The balloon was inflated completely within the common iliac contralateral limb. The final angiogram revealed that there may be a type iii endoleak in the last stent ring and the iliac wall was perforated. The physician placed two iliac limbs to covering the possible type iii endoleak and the perforated vessel. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Other, secondary intervention).